Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states skin irritation, respiratory tract irritation, hypersensitivity, asthma (new or worsening). No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware that a user of the rep dream station auto CPAP had states skin irritation, respiratory tract irritation, hypersensitivity, asthma (new or worsening). No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed dust-like contamination at the air inlet of the blower box. Corrosion on heater plate. White foam in the blower box. Secondary findings were observed. Pil was not able to confirm the complaint or address the symptoms specified and 0 errors were logged. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.